Event description:
It was reported that upon review of the remote transmission, the implantable cardioverter defibrillator exhibited diagnostics issue. The device was reprogrammed. The patient was asymptomatic and discharged.